Manufacturer narrative:
The calibration was last performed on 23-nov-2025, and it was acceptable. The qc recovery was within the ranges. There was no indication of a performance issue with the reagent. The service actions (adjusting the sample probe) performed by the engineer resolved the issue. The root cause was due to a misalignment of the sample probe.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer's site and found that the alarm trace showed 2 abnormal aspiration alarms on the day of the event. He also found that the sample probe position at the wash station required adjustment. He adjusted the sample probe. The fse performed operational, mechanical checks, precision studies, and sample testing, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 2 patients¿ samples tested on a cobas pro ise analytical unit. Sample 1: initial result: 133 mmol/l. Repeat result: 142 mmol/l. Sample 2: initial result: 132 mmol/l. Repeat result: 138 mmol/l. Low qc results prompted the repeat of sample 1 and sample 2 on a cobas c 501 analyzer. The repeat results were deemed to be correct.